Manufacturer narrative:
(B)(4). Date sent: 6/25/2021. D4: batch # u5ce52. H2: additional information received: the surgeon bovied around the jaws of the device to free the device from the tissue. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample., it was determined that the sc45a device was returned with the jaws and closing trigger in the closed position and a piece of tissue was noted to be between the jaws. Also, the knife was noted to be partially advanced, the red manual knife reverse button was activated, and the knife returned to the home position as expected. There was one ecr45m reload loaded in the device. The piece of tissue was removed from the reload and a clip was noted to be in the tissue. The reload was received fully fired and with damage on the cartridge deck due to the clip that was observed. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the issue experienced was due to the clip in tissue. The event reported was confirmed and it is related to improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Pc (B)(4). Only event year known: 2021 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify per event description "he bovied around the device to remove it" what is referred to "bovied"? Was the jaws eventually open?

Event description:
It was reported that during an esophagectomy, on the third firing of the sc45a locked on a vessel. Doctor tried to use the manual reverse button and the handle as still stuck. He bovied around the device to remove it and ligated the vessel.. He feels very strongly there was not a clip in the device. There were no patient consequences reported.